Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, although the advancement of the thumb advancer was completed, more force was needed as resistance was encountered. The clip was deployed, but did not achieve hemostasis and manual compression was applied. There was no reported adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.